Manufacturer narrative:
The facility has discarded the product, it is not available for eval. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
A report was received from a user facility in (B)(6) stating: "sleeve defective, does not enter by a 1.5/1.7 mm incision. No patient injury, no product returned."